Event description:
It was reported that during an unknown number of meniscus repair procedures, several fast-fix devices had the following malfunction failures: falling anchors from the delivery needle, or breaking delivery needle inside the knee joint, or that due to large puncture site, the anchors would fall off or were pulled out easily. A total of 3 different part numbers (72202467, 72202468, and 72202469) from 4 different lot numbers (2111594, 2095270, 2100051, and 2124201) were reported. However, it was not possible to determine which lot number had each of these failures. Therefore, each lot number provided will include all the previous listed malfunctions. In addition, after repeated attempts at suturing, the meniscus was destroyed to the point it had to be removed. Most of the times, due to this unrecoverable damage the operation had to be completed via meniscectomy and placing competitor juggerstitch and fiberstitch meniscal implants instead. As a result, significant surgical delays greater than 30 minutes took place, and no further information or complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.